Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and a reportable malfunction was noted where the lens base was broken/damaged. The most probable cause of the discovered damage is traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation; the lens base of the xenon light source was broken/damaged. There was no patient involvement.